Manufacturer narrative:
Insulin pump was monitored for 3 days. No unexpected turning off of pump or loss of power from pump noted. Original battery cap was not received, unable to verify battery cap damaged. Passed displacement test and pump self test. Severely corroded battery tube noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the battery cap on the insulin pump was damaged and the insulin pump was turning off. Customer's blood glucose was unknown. Customer called back and stated that he received the battery cap however the insulin pump continued to loose power. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.